Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the injector plunger overrode and tore the lens in the cartridge. There was no patient contact or injury. Another lens was implanted.